Event description:
It was reported that communicator interrogation of the cardiac resynchronization therapy pacemaker (crt-p) system was unsuccessful. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Engineering was able to rule out environmental electromagnetic interference (emi) sources and a communicator, and recommended further crt-p evaluation to verify radio frequency (rf) settings. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device return status, but it was unable to be obtained.

Event description:
It was reported that communicator interrogation of the cardiac resynchronization therapy pacemaker (crt-p) system was unsuccessful. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Engineering was able to rule out environmental electromagnetic interference (emi) sources and a communicator, and recommended further crt-p evaluation to verify radio frequency (rf) settings. This crt-p remains in service. No adverse patient effects were reported. Additional information received reported that this crt-p entered safety mode and it was suspected that the battery of the crt-p had depleted. Subsequently this crt-p was explanted and replaced with a non boston scientific device. No additional adverse patient effects were reported. Product return was requested.